Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the urine leaked from the tamper evident seal area of the foley catheter after a few minutes of placement, and a hole was found on its seal area.

Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for treatment. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing silicone foley catheter. Visual inspection of the sample noted a hole measuring 0.4225" on the drainage funnel. This is out of specification per inspection procedure, revision 11, which states, "check for defects: excessive material (over fill), bubbles/voids, splits and/or blemishes". A potential root cause for this failure could be funnel damaged with the tooling. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the urine leaked from the tamper evident seal area of the foley catheter after a few minutes of placement, and a hole was found on its seal area.